Event description:
On (B)(6) 2012, the patient contacted animas and reported that on (B)(6) 2012, she experienced a blood glucose (bg) value of 434mg/dl with diabetic ketoacidosis (dka) was vomiting and hospitalized. The patient's bg was reportedly normal when she changed out her site/set on (B)(6) 2012. On the morning of (B)(6) 2012, when the patient awoke, her bg was reportedly 414mg/dl. The patient reportedly treated the bg by taking a correction injection. An hour later, the patient was vomiting, her bg reportedly was 434mg/dl and she decided to go to bed. On the morning of (B)(6) 2012 when the patient awoke, the patient was reportedly still vomiting, her bgs were still reportedly high and she decided to go to the hospital. Upon arrival at the hospital, the patient reportedly was disconnected from the pump, was treated by insulin (IV) drip and then was later switched to lantus/novolog and her bg reportedly decreased to 200mg/dl. The patient denied having issues with the site/set or cartridge. However, the patient reportedly had bruising and inflammation at the site and the site was in place since (B)(6) 2012. It was noted at the time of the call with customer support (cs) the patient noted several air bubbles in the cartridge. The patient reportedly was using the same cartridge with air bubbles since (B)(6) 2012. Cs instructed the patient that air bubbles must be removed prior to loading the cartridge into the pump. It was indicated that the patient only used the pump for bg corrections, the patient remained off the pump, continued with novolog treatment and hopes to resume back on insulin pump therapy. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event as the patient was not preparing the cartridge correctly; the same cartridge with air bubbles was being used prior to loading it into the pump and she was not changing out her site.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.